Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return of device.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: damage has occurred. Was there any appearance abnormality before use: no. At what position and what kind of damage was observed: during removal (details) when the catheter was removed outside the patient, tissue was found between the catheter and the wire. There is a possibility that it got stuck. The physician felt a mild resistance, but when the wire was pulled after it was advanced, the resistance had disappeared, so it was removed as usual. The wire was damaged, and pieces of tissue were confirmed. Infected: unknown. Infection name: diagnosis or treatment: resolution: completed with this device. Where did event occur: outside the patient. Patient outcome: no adverse event. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation: catheter used. Other used. Event date: 2025-12-17. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The complaint was returned and a visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. - there were two kinks on the guidewire located approximately 2.0cm from the distal end and 22cm from the proximal end. 0.5cm of the core had protruded from the coil at the kink at 2.0cm. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: damage has occurred. Was there any appearance abnormality before use: no. At what position and what kind of damage was observed: during removal (details) when the catheter was removed outside the patient, tissue was found between the catheter and the wire. There is a possibility that it got stuck. The physician felt a mild resistance, but when the wire was pulled after it was advanced, the resistance had disappeared, so it was removed as usual. The wire was damaged, and pieces of tissue were confirmed. Infected: unknown. Infection name: diagnosis or treatment: resolution: completed with this device. Where did event occur: outside the patient. Patient outcome: no adverse event. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation: catheter used. Other used. Event date: 2025-12-17. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.